Event description:
Per mdrf, this system was removed due to infection. This system was replaced with another biotronik system. Lumax 340 hf-t, MDR 1028232-2009-00910. Linox sd 65/18, MDR 1028232-2009-00911. Corox otw-s 75-bp, 1028232-2009-00913.